Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during an interrogation the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and increased thresholds measurements when tested in bipolar and unipolar configurations. No further tests were performed. The physician has opted to continue to monitor the patient at this time. No adverse patient effects were reported.